Event description:
The patient reports pain that started 4-5 weeks post-op when patient felt a "pop". Two of the bone screws (part numbers unknown) were discovered to have broken when the patient was revised and this plate was removed.

Event description:
The pt reports pain that started 4-5 weeks post-op when he felt a "pop". Two of the bone screws